Event description:
Two twists drills broke, one after the other, while drilling into the maxillary area. It was noted that the drills were being used for the first time. This event did not cause any adverse consequences to the pt or surgical delay as a replacement drill was available to complete the procedure. One drill was returned for evaluation.